Event description:
Acunav catheter was attached to cable from cyprus intracardiac echo machine. The cyprus failed to show 3d intracardiac image despite re-connecting and re-starting the machine. The cable failed to disconnect from the catheter, and the decision was made to try a new acunav catheter. After many attempts, the cable finally disconnected from the catheter. The new acunav catheter worked well and the patient was not harmed.